Event description:
It was reported by a french hospital that when connecting they were unable to get the fiberoptix sensor (fos). They though it was the pump, they changed it and encountered the same issue. They removed the balloon and inserted a new one. No consequence reported for the pt. The device is not available. Updated info received on (B)(4) 2014 stated that they used the same insertion site for the second intra-aortic balloon (iab). Reference MDR #1219856-2014-00007 for the second event involving the same pt.

Manufacturer narrative:
(B)(4). Sample will not be returned for eval.